Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) samples with packaging were returned for evaluation. Both samples were tested for occlusion and leakage per specification. In addition in order to replicate the incident, the sets were spiked and primed with normal saline solution per the IFU. No bubbles or any air in the lines was observed. The reported defect was confirmed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformance of this nature. While we are unable to confirm the reported defect, we will maintain this report for further references and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
(B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: air in line during use. Air was introduced into the patient causing elevated t-wave required stay overnight and observation.